Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex e codes were applied to capture patient impact. See below for clarifications: e050303 - pulmonary embolism e2330 - pain e0717 - decreased breath sounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after a spinal surgery, the patient woke up feeling some left calf pain and went to urgent care for evaluation. The patient underwent an ultrasound and the physician also mentioned decreased breath sounds in the left lung. As a result, the patient also underwent a chest x-ray. The patient was admitted to the hospital overnight as they were diagnosed with a pulmonary embolism. The patient was prescribed anticoagulants and began to follow up with their hematologist outpatient.